Manufacturer narrative:
During pre-repair assessment performed by technician, noted the bearings were damaged due to normal damage. The device was repaired by replacing several components.

Manufacturer narrative:
Corrected information: synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Device was returned for repair with a faulty motor (overheats) a faulty control system (flex broken) and a worn out latch from the coupling mechanism. Speed could only reach 47000 rpm. This is report 1 of 1 for complaint (B)(4).